Event description:
It was reported that the patient received a test result that was in the 100 mg/dl range at 6am this and did not match symptoms of blurred vision, headache, walking ability and dizziness. The patient was taken to the hospital and his blood glucose measured 648 mg/dl at 8am. He was hospitalized for 6 days. It is unknown what treatment was received.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.